Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change, with no notifications present, and after removing all supplies the user completed a dry run and then a full supply change with new supplies and successfully resumed delivery. Symptoms included no reported blood glucose impact. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education, including removal and replacement of supplies and confirmation of successful delivery after the procedure. Investigation of this case revealed that delivery resumed normally following the supply change, which is consistent with a transient pump workflow or setup interruption during fill or restart without evidence of ongoing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an unable-to-proceed condition during supply change that resolved with standard troubleshooting and replacement of disposables.